Manufacturer narrative:
Date rec'd by MFR: 07may2019. A speaker assembly was returned for analysis. An investigation was performed and the root cause was isolated to an electrical opening in the speaker. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Additional information: report source. Report date: 22jan2019. Date rec'd by MFR: 22jan2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 21jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and was able to duplicate the reported issue. The fse replaced a speaker number 2 and the issue was resolved. The device passed performance verification testing.

Event description:
It was reported that the unit declared an error 1102 (primary alarm failed) and error 5021 (power speaker failed). It is unknown if the device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.